Event description:
Customer received a result of 18 mmol/l on the advantage system, and a result of 5.3 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the advantage system. Device will not be returned to manufacturer.